Event description:
A malfunction alarm labeled as "malf 12" was reported, and there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump normally.